Event description:
The customer called regarding premature battery life. Troubleshooting was performed. It was conveyed to the customer to try a new set of batteries and carrier. The family member mentioned that the customer was hospitalized for hbgs. At that time, the customer refused to troubleshoot for that event and the additional alarms. The customer became upset due to the battery issue. At that time, the customer was advised that a replacement will be sent. No further details on the hospitalization.